Event description:
It was reported by service report that the stretcher zoom drive was intermittent and the IV pole was loose and could fall in an unintended direction. Service tech could not confirm the event of the intermittent zoom drive. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
IV pole.